Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging an unspecified inaccurate delivery issue. No further details were provided. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported as there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/13/2017 with the following findings: a review of the black box showed data from the date of complaint had been overwritten due to continuous use. The available daily insulin totals correctly reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering within the required range and delivering accurately. The complaint was unable to be duplicated due to the pump information for the date of the complaint being overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.